Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopic myomectomy procedure, while performing hysteroscopic resection of a myoma, the visual field became bloody when the device was inserted through the hysteroscope without activating the device. Suction was observed through the cutting window while it was in the locked position, and the procedure could not proceed due to poor visualization. The device was replaced with a different shaver to complete the case. After the procedure, the device was tested on a mayo stand, and suction through the cutting window was again observed while it was locked. The patient was later returned for another procedure to remove the myoma, as it was not completely removed during the first procedure.